Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. The device was found out of specification in relation to the customer reported 'failed flow rate test- over delivering' which was reproduced as an out of specification flow rate, under-delivery. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had over delivered and failed the flow rate test during testing in the biomedical service department. There was no patient involvement. No additional information is available.